Event description:
A patient was scanned and after the scan complained about discomfort to the left side and arm. The patient was examined and found to have red skin in these areas. Later that night it was reported that a blister formed in each reddened area. The patient was reported to have not been padded and had direct bore contact at the points of blistering. The operator's manual states that padding is required so the patient does not contact the bore wall or burns may result.